Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been 2 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a faulty cable unit. The root cause of why the cable unit failed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to the regional repair center (ocg) for service. During inspection and testing, the customer reported no image malfunction was confirmed as there was no interfaces with image due to a defective cable unit. A visual external inspection of the cable unit observed no visible traces of physical damage. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly. *the customer contact information (e2 & e3) was not requested due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49).

Event description:
Olympus was informed by the customer that the facility's high definition camera head reportedly had "video loss. Probably due to a wire break" during an unspecified event; not during a procedure. No patient injury or harm was reported to olympus. The camera will be returned to for service.